Event description:
Subsequent to the initial medwatch filed, additional information received: the arteriotomy site was common femoral artery.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, 10 unused, representative starclose se devices, were returned for evaluation (nine with the same lot number as the complaint device and one from lot number 40709k1). All unused devices passed visual and function testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product deficiency.